Event description:
It was reported to philips that the flexvision pc did not boot up, it was stuck on 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found that flexvision pc was stuck on 00:00. To resolve this issue, fse replaced the flexvision pc and hdd and reloaded the ghost images. The defective flexvision pc was returned to philips for analysis and the cause of the flex vision pc failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome. Evaluation method code was corrected.